Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements and loss of capture (loc) and the patient experienced diaphragmatic stimulation. The lead was observed to have dislodged. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.